Event description:
It was reported that a user requested assistance with performing a supply change on the ilet system and inadvertently selected the fill cannula function instead of following the supply change steps; an agent provided guidance to complete the correct procedure, and no further assistance was required. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user guidance to correct use. Investigation of this case revealed user error related to device operation, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect procedural steps.